Event description:
The respironics service technician reported the ventilator failed during service of the ventilator, indicating a problem with the exhalation autozero solenoid not opening. Reported problem could result in vent inop during normal operation. Vent inop, when in use, will stop providing ventilatory support to the pt. The ventilator was not in use on a pt at the time of the reported failure, therefore there was no pt harm.